Event description:
Information received indicates the brake would not engage or hold.

Manufacturer narrative:
The technician found the casters were worn and the rubber tires were dry rotted and breaking off the caster. The technician replaced the casters to repair the bed.